Manufacturer narrative:
On (B)(6) 2010, additional information was received stating that there were two devices involved in this event. A review of the manufacturing paperwork has been concluded. The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The histological analysis stated that the histological response appears consistent with a seroma.

Event description:
A patient was implanted with two gore propaten vascular grafts in the abdomen. It was reported to gore that the patient experienced persistent seroma. After graft placement, the patient had to continually return to have the fluid drained. It was reported to be up to 300cc's per week. On (B)(6) 2010, the graft was explanted and replaced with a dacron graft and was returned to gore for evaluation. It is unknown which graft was involved in the event.